Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high impedance measurements. No intervention or patient condition was reported.

Event description:
New information received notes that no intervention was performed. The patient was in stable condition.